Event description:
A 6 mm diameter x 18 mm length racer biliary stent system was inserted into a patient for the treatment of a renal artery lesion. It was reported that the physician was unable to cross the lesion in the renal artery. Upon withdrawal of the stent delivery system into the guide catheter, the stent hit the edge of the guide catheter and was stripped off the balloon. The stent was successfully snared from the patient. The stent and delivery system were discarded by the user facility. The physician predilated the lesion site and then implanted another racer of the same size with successful results. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the event as product has not been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.